Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. Field service was not dispatched for this event. Based upon available information the root cause of the loose cap is unknown.

Event description:
The operator reported that while manually mixing the 5c abnormal ii control vial, the cap came off spilling the remaining control material onto the lab bench. The control tube had been aspirated 8 times previously prior to spillage. The operator was wearing personal protective equipment (lab coat, gloves and safety glasses) at the time of the incident and there was no exposure of potentially biohazardous to mucous membranes or open lesions. The operator did not seek medical attention.